Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Customer stated that her blood glucose levels were high because, she was not receiving her basal rates and not getting a no delivery alarm until she boluses. Customer stated that she is a brittle diabetic that has very little basal delivery every hour. It was explained that it takes a certain amount of pressure to build up before the alarm will sound. Customer stated that she is treating with manual injections and has been off the pump since yesterday. She has been on and off the pump all week. Customer declined troubleshooting for the no delivery alarm and for high blood glucose levels. Customer went to the emergency room on (B)(6) 2014 around 9:45 am due to large ketones. Customer was treated with saline and released. Customer was wearing the pump at the time of the visit. Customer was in a hurry and needed to disconnect the line. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted.